Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.a medical device type: jka; d.2.b common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. Investigation summary: bd received 2 photos for investigation. The photos show that the tube has been broken in several places. Information from the instructions for use (IFU) for all non-gel tubes recommends a specific centrifuge relative centrifugal force and time, and notes that centrifuge carriers and inserts should be of the size specific to the tubes used, as use of carriers too large or too small for the tube may result in breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during centrifugation of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, one tube broke resulting in sample leakage. No adverse impact was reported regarding the patient or user.